Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. Tac walked through the cabling and settings referenced in the cv-1500 (video system center) cabling guide and the customer still reported no image. Customer reported that the cabling is all connected with no visible issue the customer informed tac of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center displayed no image and intermittently flickered. The issue was identified during an unspecified procedure. There were no reports of patient harm.